Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The customer stated that she experienced thirst, vomiting and chest pain. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer stated that she has received multiple no delivery alarms. Found that the customer rotates her insertion sites in the same general area, and may be developing scar tissue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.